Event description:
It was reported that a large volume infusor had leaked from the top of the device after being filled with 5% dextrose in water and fluorouracil. This was found before use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: a request for the return of the device has been made. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2014 to february 27, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.